Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a hysterectomy in order to treat uterine bleeding, cystocele, and urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, urinary/bowel problems, and vaginal scarring. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2016. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted. It was reported that the patient underwent robotic assisted lysis of adhesions and fulguration of left tubal remnant on (B)(6) 2013, due to pelvic pain and lower abdominal pain. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 01/17/2017. It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.